Manufacturer narrative:
The serial number for the sapien xt valve was not provided. Therefore the UDI number is unknown. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause for the paravalvular leak cannot be confirmed. Per report, the paravalvular leak was noticed following the first tavr procedure. It is possible patient and procedural factors that typically contribute to pvl [i.e. Device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing] might have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, the procedure went as planned. A 26mm sapien 3 valve was successfully deployed in a 26mm sapien xt valve via transfemoral approach. The previously placed sapien xt valve had developed moderate to severe paravalvular leak since implant a year ago.